Manufacturer narrative:
The reported event was confirmed, as cause unknown. Evaluation report of the returned sample, submitted by futurematrix interventional, stated that when a stylus light was used to look inside of the sheath for any defects, a horizontal scratch was noticed measuring approximately 2mm in length at approximately half way down the shaft. A second scratch was noticed vertically measuring approximately 5-6mm in length as well. The liner appeared to be intact with 2 small scratches. Burr on mandrels was considered a potential root cause, however was ruled out due to all mandrels being 100% inspected for any burrs or sharp edges prior to use. Sheath liner was 100% inspected under darkened room lighting using a stylus light. Personnel were verified to be trained to the manufacturing instructions. Futurematrix interventional concluded that the root cause cannot be determined due to the unknown size of the kidney stone being removed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: activate the hydrophilic coating by placing the dilator and sheath components into saline or sterile water. Place an 0.035" (0.889mm) or 0.038" (0.965mm) guidewire into the ureter using standard endourology techniques. Ensure the dilator lock is securely engaged with sheath hub prior to insertion. Insert the guidewire into the tapered end of the dilator/sheath assembly and gradually advance the assembly into the ureter. Note: placement of the assembly can be verified using fluoroscopy or radiographic means. While maintaining sheath position, disengage the dilator lock from the sheath hub to gently remove the dilator. Do not advance sheath without the dilator in place. Note: suture holes are provided on sheath hub for securing externally, if desired. An endoscope and/or related instruments can now be used through the ureteral sheath as needed. If desired, irrigation can be applied using the luer connector on the dilator. Upon completion of the access procedure, gently withdraw the device. Discard the device in accordance with hospital procedures and with applicable laws and regulations. For urological use only."

Event description:
It was reported that there was an unidentifiable thread found during the case, from the sheath. The doctor has inquired on what the material may be.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was an unidentifiable thread found during the case, from the sheath. The doctor has inquired on what the material may be.